Event description:
It was reported that the cartridge was damaged at the t:lock, interrupting insulin delivery. Customer's blood glucose (bg) level was displayed as "high" on the continuous glucose monitor. Customer administered a correction bolus via the pump as well as preformed a supply change to address the bg. Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.